Event description:
As reported by the user facility: detailed inquiry description: tubing pulling apart with little force at the lower y site/needless connector on the set. Concerning because they are infusion chemo. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was provided for evaluation. The sample was visually evaluated, and it was noted that the tubing was detaching from the most distal y-site caresite valve. When tubing was observed under magnification there were no signs of solvent applied when assembled. The reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the solvent application process. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence, a quality notification and retrain were generated for all associates involved in the solvent application process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.